Event description:
Boston scientific received information that this pacemaker was explanted for a therapy upgrade after high pacing thresholds and loss of capture were noted on the associated right ventricular (rv) lead. No adverse patient effects were reported.